Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a heavily calcified patient, the valve dislodged upon release from the delivery catheter system (dcs). A balloon aortic valvuloplasty (bav) was performed and an angiogram revealed moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted 4 mm below the first valve. A bav was performed and an angiogram revealed the pvl was reduced to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.